Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
It was reported that during setup a bur broke off in the motor. No delay, medical intervention, or adverse consequences were reported.